Event description:
In 2005 - pt underwent procedure to repair an incisional hernia, during which a composix kugel mesh was implanted. In 2005 - pt determined to have a recurrent hernia. Three months later- pt underwent abdominoplasty and incision hernia repair. In 2007 - pt notified she was the recipient of a recalled composix kugel mesh. During notification call, pt reported some abdominal pain about 1-2 weeks ago lasting several days. Pt sent for CT scan. In the same month - pt was informed of CT scan results. "The CT showed some scarring but no evidence of bowel injury or hernia recurrence". The following month - pt informed doctor that she wanted to have the recalled ck mesh explanted. In 2007 - pt underwent laparoscopic procedure to have the recalled ck mesh explanted.

Manufacturer narrative:
No device defect was noted in the medical records or other info received. Pt elected to have the mesh removed due to it being part of a recall. No product has been returned, for evaluation, therefore, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.